Manufacturer narrative:
Initial.

Event description:
It was reported that after a recent switch to the ilet pump, three inset infusion sets failed, including one that did not adhere to the skin and peeled out on disconnect and two that developed occlusions within one day, which were resolved after changing supplies; warmer conditions with perspiration were noted, and the affected component was the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed obstruction of flow associated with a deformation problem involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.